Event description:
It was reported that the lead showed oversensing and noise. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: 6944 lead: 5-ventricular nst (non-sustained tachycardia) <= 210 msec average v-cycle between (B)(6) 2010 and (B)(6) 2010. Ventricular short interval count v-sic=61.3 counts ave/day, in 123 days, between (B)(6) 2010 and (B)(6) 2010.